Event description:
It was reported to medtronic minimed that the customer received a pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), alarm that occurred 5 times after the pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed and the customer was able to clear alarm and able to complete rewind. The power error detected recurred within a week of troubleshooting previous occurrence. No harm requiring medical intervention was reported. The customer will discontinue using the pump. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement, and selftest, no unexpected pump error 25 or pump error 23 alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. A pump error 23 alarm on 02/13/2025 21:16:41.000 followed by multiple pump error 25 alarms on 02/14/2025 02:00:00.000, 02/14/2025 02:00:00.000, 02/14/2025 06:00:00.000, 02/14/2025 08:19:00.000, 02/14/2025 10:00:00.000, and 02/14/2025 12:19:00.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, cracked keypad overlay button (select), cracked battery tube threads, cracked battery tube area, and scratched case. Pump error 25 alarms were confirmed during analysis, problem isolated to all electronics, unexpected pump error 23 was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.